Event description:
It was reported that during an unknown procedure, the device could not fire at the second stroke of the first firing. The firing trigger was floppy. Only about one third of the cut line and b-formed staple line were deployed. Changed another two reloads but still had the same issue. Changed device and new reload to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Cartridge, drivers, one piece sled the analysis found that one ec60a device was returned in good visual condition and with three ecr60g cartridge reloads present. Cartridge (b, c) ecr60g, l5256n were received fully fired and with cartridge deck damaged. Cartridge (d) ecr60g, l5318e, was received partially fired 1/3 consistent with an incomplete or interrupted cycle. Additionally the cartridge deck was noted to be damaged, one piece sled and two double drivers out of position and missing. The found damage on the cartridge deck (b, c, d) is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on what caused the drivers to fall and the one piece sled to become missing, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The reported event could not be confirmed as no damage to the firing trigger was noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.